Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received by the customer related to the day of the event. The customer stated that she had been having fluctuating blood glucose levels, and was not getting any alerts from the pump. The customer stated that she was hospitalized for a low blood glucose of 27 mg/dl. The customer stated her blood glucose went from 92 to 149 and then to 367 mg/dl within a 30 minute period. The customer stated she recently started having issues with the pump and felt that it should be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. The customer was treated for the low blood glucose by the ems. The customer was assisted with troubleshooting and. Call was disconnected. The product was not returned for analysis.